Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the pt exited the bed and the nurses did not hear the bed exit alarm from outside the room. There were no reported injuries.